Event description:
This case qualifies as an adverse event. Patient has critically low hct, was actively bleeding and is addicted to percocet. Patient new all these info and keep it from vn. Patient is depressed due to the passing of her husband. She finally agreed to be hospitalized per vn.

Manufacturer narrative:
Product will be investigated when returned.